Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that during a ablation procedure involving a intellanav mifi open-irrigated ablation catheter and intellamap orion high resolution mapping catheter. The patient had a temporary st segment elevation due to air ingress that was confirmed via echo cardiography. Echocardiogram confirmed that the event was resolved. No further patient compilations were reported. The suspected cause reported by the physician was negative pressure due to a cough.